Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys intermittently would not boot up. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.